Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated they were hospitalized on (B)(6) 2022. The cgm was reading 80 mg/dl and the blood glucose reading was 40 mg/dl. The patient declined to provide information related to the event, therefor there is no information available about the hospitalization, symptoms or the treatment received. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. Nt can't remember everything since it's been a while and due to her condition by that time.